Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, based on the physical evaluation results the cause of the reported malfunction was due to a faulty aux board. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During troubleshoot via telephone, the customer was informed that the error 600 reference 1 was an internal fault and is classified as a fatal error. The customer returned the device to olympus service for evaluation. The evaluation confirmed the 600 reference 1 error code was due to a faulty aux. Board. Additionally, the core of the transformer on the pkrf board was broken and the housing of the device was missing the "d" socket cover. The customer declined the repair and the device was returned unrepaired. A review of the device's repair history showed there were no previous repair records and the device was purchased on (B)(6) 2014. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use an error message, 600 ref code 1, occurred on the g400 generator. No patient involvement was reported.